Manufacturer narrative:
On 1/15/2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system (dms) indicated transient optical instability. A firmware update was available at the time of the interaction; therefore, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process and facilitates faster signal stabilization. Although the user was unresponsive, a dms review confirmed that the user was able to successfully perform the firmware upgrade and complete the next steps. Based on additional monitoring, calibrations entered after the firmware upgrade and linking of the sensor fit sg well. Per dms review, the user was actively using the system and receiving up to date glucose readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.